Manufacturer narrative:
Date of event: unk. Inhalation.

Event description:
A report was received that an hcw experienced headache, eye irritation, dizziness and obstructed nose during the entire time she was handling cidex opa. Hcw comes in contact with cidex opa eight hours per day. She has no known allergies. She had medical attention but treatment was not specified. She wore personal protective equipment. It was stated that the room is well ventilated, but no info was provided regarding air exchanges.